Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having nerve pain. It was noted that one of patient's lead was pressing on the nerve. The patient underwent a procedure wherein a lead was explanted. The physician did not suspect device malfunction.